Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was due to a leaky capacitor, designator c160. The faulty capacitor resulted in no device pacer or AED function, and paddles ECG to be inoperative. The device was able to deliver therapy in manual mode.

Event description:
The customer contacted physio-control to report that their device logged an event code in the device memory which indicates that the AED function of the device may be inoperable. In this state the device may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the therapy pcb assembly to resolve this issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device logged an event code in the device memory which indicates that the AED function of the device may be inoperable. In this state the device may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device logged an event code in the device memory which indicates that the AED function of the device may be inoperable. In this state the device may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if necessary. There was no patient use associated with the reported event.